Event description:
Information received by medtronic indicated that the insulin pump had a crack along side of battery compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, scratched lcd window, cracked keypad overlay, cracked case, missing display window cover, pillowing keypad overlay, cracked battery tube case, cracked battery tube thread, serial number label damage, cracked retainer, keypad overlay texture damage. Cosmetic damage was confirmed at the retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.